Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5076 implantable pacing lead - 2005-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated shorting/low impedance in the hybrid.

Event description:
It was reported that the device reached recommended replacement time (rrt) within nine months of implant. The device was explantedand replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device reached recommended replacement time (rrt) within nine months of implant. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.